Event description:
It was reported that the patient is experiencing "extreme pain" in the middle of their chest when the device is being interrogated, having an electrocardiogram and when they are being paced. The patient was experiencing possible muscle stimulation. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Apparent explant damage was noted.